Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself and seemed to have reset the alarm master settings back to default. Bme tried rebooting the cns and after the reboot the cns went into a boot loop. Bme has not been able to get the cns to boot into the application. No patient harm was reported. Bme will send the device into nihon kohden for repair. Evaluation: nihon kohden repair center tested the device and the complaint of " unit keeps rebooting" is duplicated. Possible malfunctioned part/cause of complaint - corrupted software / degraded hard disc drives. Corrective action: replace with two new hdds. The unit was replaced with new hard disc drives (hdd's) and was tested per the operator's/service manual, the unit completed 24 hours of extended testing and operates to manufacturer's specifications. The device was returned to the customer in good working order. Review of the pu-681ra, serial ID 3156 for similar complaints and no similar complaints were found. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself and seemed to have reset the alarm master settings back to default. Bme tried rebooting the cns and after the reboot the cns went into a boot loop. Bme has not been able to get the cns to boot into the application. No patient harm was reported. Bme will send the device into nihon kohden for repair.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself and seemed to have reset the alarm master settings back to default. Bme tried rebooting the cns and after the reboot the cns went into a boot loop. Bme has not been able to get the cns to boot into the application. No patient harm was reported. Bme will send the device into nihon kohden for repair. Evaluation: nihon kohden repair center tested the device and the complaint of " unit keeps rebooting" is duplicated. Possible malfunctioned part/cause of complaint - corrupted software / degraded hard disc drives. Corrective action: replace with two new hdds. The unit was replaced with new hard disc drives (hdd's) and was tested per the operator's/service manual, the unit completed 24 hours of extended testing and operates to manufacturer's specifications. The device was returned to the customer in good working order. Review of the (B)(4), serial ID: (B)(6) for similar complaints and no similar complaints were found. Investigation summary: the boot looping was duplicated during evaluation. The hdds were found to be degraded and were replaced to resolve the issue. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself and seemed to have reset the alarm master settings back to default. Bme tried rebooting the cns and after the reboot the cns went into a boot loop. Bme has not been able to get the cns to boot into the application. No patient harm was reported. Bme will send the device into nihon kohden for repair.